Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: a\ 5076-52 implantable pacing lead, implanted: (B)(6) 2012. A 4296-88 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient, who is enrolled in the optilink heart failure study, developed venous thrombosis with pleura effusion after the implantable cardioverter defibrillator (ICD) implant. The patient was symptomatic for dyspnea and swelling on the left. The patient had a diagnostic sonography and pleurocentesis was performed which resolved the patient symptoms. The device remains in service. No further patient complications have been reported as a result of this event.